Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
The patient has dual neurostimulator implants, the right neurostimulator was implanted on (B)(6) 2024. On (B)(6) 2024, the patient had a wound wash out of the right neurostimulator implant incision site, treatment included doxycycline. On (B)(6) 2025, the patient reported to the emergency room diagnosed with a deep incisional infection. On (B)(6) 2025, the patient was prescribed oral augmentin. On (B)(6) 2025, the patient had the right neurostimulator explanted and antibiotic treatment included IV unasyn based upon culture results.